Event description:
It was reported that this non-boston scientific implantable lead was not successfully implanted due to an unknown reason. The lead was successfully replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).